Event description:
It was reported that a large volume folfusor had no flow during patient infusion. The issue was described as; after 23 hours of being connected to the patient, the device remained mostly full. It was noted that when the cap was removed, a bubble formed. The device was filled with ceftolozane/tazobactam and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 23, 2025 to april 24, 2025. H11: the actual device was received for evaluation with 184ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.